Event description:
It was reported that the device displayed a very grainy picture. The monitor was taken out of box and did not work. The customer swapped batons and the problem continued on the monitor. No patient was involved.

Manufacturer narrative:
The monitor was received from the customer and was tested. No issues were found with the system.